Manufacturer narrative:
Chucking mechanism failed after user removed bur with plyer-type tool not supplied by manufacturer.

Event description:
Handpiece cutting bur flew out of handpiece during procedure. The bur was removed from patient's mouth without injury.